Event description:
Ous MDR - boston scientific received information that post implant, an xray revealed an inadequate slack of this atrial lead and did not appear ideally positioned. In addition, the lead did not appear to have the j-shape fixation and appeared vertical in the ap view. Atrial threshold measurements of 1-1.3v@0.4 ms and p waves of 4.6 mv were obtained. A revision procedure is intended. No adverse patient effects were reported. When additional information becomes available, this event will be updated. The implant date was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.